Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00335 thru 3012447612-2018-00338.

Event description:
It was reported that a revision surgery was performed to address two screws which broke post-op. During the revision, it was found that there was no bone growth through the two spacers. The construct was removed and replaced during the revision. This is report three of four for this event.